Event description:
Initial information provided on (B)(4) stated that the patient is suffering health problems after the procedure. Additional information received (B)(4): on (B)(6) 2014, the (B)(6) patient underwent an endovascular treatment for bleeding subarachnoid aneurysm. The introducer in object has been used to access the carotid. The procedure was carried out regularly; the patient coped well with the episode. However, about a month later ((B)(6) 2014) the patient comes to the emergency room for headache and modest neurological symptoms. The subsequent investigations (CT, MRI) document several monomorphic injuries to the right cerebral hemisphere. The appearance and the site of lesions are compatible with a widespread embolization from the right carotid; this complication rarely occurs after endovascular procedures and is probably related to the embolization of material during the procedure. This material after some time unleashes a violent inflammatory reaction in the parenchyma. A review of our cases has identified two other patients with similar complications; in at least one this material was used; the other is not known. Per information received (B)(4) 2014: endovascular treatment aneurism subarachnoid bleeding. They used cook introducer to reach the carotid access. One month ago the patient went to the hospital for a headache and an important neurological symptom. After the check the patient had lesions in the cerebral hemisphere and these lesions are compatible with embolization done from carotid dx. A section of the device remained inside the patient's body and according to the initial reporter, the patient experienced adverse effects due to this occurrence. The patient did not; however, require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation. A final report will be submitted upon our completed investigation.